Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) and it was reported that the patient was implanted with the chronic device on (B)(6) 2017. The rep reported that the patient was treated by her urologist for the uti. The rep reported that the urologist did not feel this uti was related to the device. The rep reported that the patient¿s history included frequent uti¿s in the past along with urge urinary incontinence, nocturia and occasional fecal incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient got a uti on thursday and began taking antibiotics on friday. It was noted that the patient¿s trial started on (B)(6) 2017, and they were scheduled for a full implant on (B)(6) 2017. There were no device issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.